Manufacturer narrative:
Maude report mw5075195 was received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with an inappropriate shock due to due noise on the rv lead. Externalized conductors were observed. No electrical anomalies were detected. The physician elected to extract the lead. About 10 minutes after the lead was extracted the patient passed away. Everything looked good and the patient was stable up to that point. It was not clear what the actual cause of death was possible tamponade or torn svc. The device was intended to be electively changed due to the advisory, but there was no complaint on the device. No further information was provided.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.